Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that there was no damage or smoke observed. There is a smell of burnt plastic coming from the mobile view station (mvs), however it was found to have originated from the residual residue of the mvs board ac terminal block that was replaced previously. The medtronic representative wiped down the inside and cleaned the fan blades. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the site smelled smoke coming from the system. No patient was present during the time of the reported incident.